Event description:
(B)(4). According to the information received, before implantation of an artificial sphincter the patient received a catheter. The catheter balloon was inflated asymmetrically and when the physician tried to remove the catheter if could not be deflated. The doctor punctured the balloon with a needle by perineal way. The puncture resulted in bleeding which resulted in the patient not being able to receive the sphincter.

Manufacturer narrative:
The product has not been returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow up report will be filed.